Event description:
It has been reported that one needle 26x3/8 ib has been found experiencing leakage during use. The following has been provided by the initial reporter: material no: 305110 batch no: unknown it was reported that insulin leaked at the needle / syringe connection point. Event description states: description of issue: patient reported leaking with one of her syringes number of occurrences: 1 item number 3 ml syringe ¿ 309657 product lot number: m225049 (box) for bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No needle information: 26 g, 3/8¿ needle ¿ 305110 the insulin was leaking at the needle-syringe connection point.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one needle 26x3/8 ib has been found experiencing leakage during use. The following has been provided by the initial reporter: material no: 305110, batch no: unknown. It was reported that insulin leaked at the needle / syringe connection point. Event description states: description of issue: patient reported leaking with one of her syringes number of occurrences: 1 item number 3 ml syringe 309657. Product lot number: m225049 (box). For bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Needle information: 26 g, 3/8¿ needle 305110. The insulin was leaking at the needle syringe connection point.